Event description:
It was reported that a pt developed paresthesia after placement of 4 ankylos implants; one was removed one day after placement.

Manufacturer narrative:
Though there is no indication that the implants involved malfunctioned or that permanent damage resulted in this case, this event meets the criteria for reportability, due to the fact that surgical intervention was required to preclude permanent damage to a body function.